Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located proximally to a previously deployed stent, which had been implanted in an earlier procedure. Prior to stenting, pre-dilatation was performed a 2.75x18 mm trek balloon catheter. During advancement of the 2.75x18 mm xpedition stent delivery system (sds) to the lesion some resistance was felt with either the vessel or guiding catheter, which resulted in the jl4 6fr guiding catheter popping out of the artery, leaving the guide wire in place. The stent implant dislodged from the sds balloon into the artery; however, was able to be captured with a trek balloon and deployed successfully in the intended site. The procedure was considered successful with a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.